Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient is complaining of pain at the injection site. Patient then called in and stated 2 weeks after she received unit she felt pain. Pain is below the surface and is a level 7. Patient treating l3-64. Spoke to doctor and he would like her to stop wearing the unit. Unit will be returned.

Event description:
It was reported that the patient was experiencing pain at the injection site. Patient stated that 2 weeks after she received unit she felt pain. Pain is below the surface and is a level 7. Patient treating l3-64. Patient contacted their doctor and were advised to stop wearing the unit. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.